Event description:
It was reported that a cartridge alarm, identified as alarm 20, occurred while the pump was in use, which was verified in the pump history. There was no reported impact to the customer¿s blood glucose level at the time of the event. The customer was instructed to load a second cartridge with proper technique, but the alarm recurred, leading to the decision to replace the pump. The customer declined to share backup therapy information to ensure insulin delivery continuation.